Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of pancreatic cancer and malignant biliary obstruction during an endoscopic ultrasound (eus)- guided choledochoduodenostomy procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The physician attempted to shake and wiggle the catheter; however, the stent could still not be deployed. The stent was removed from the patient partially deployed and a non-boston scientific device was used to complete the procedure. There were no patient complications as a result of this event.